Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3888-56, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the caller stated over the past 3-4 months, the patient has noticed they are having to recharge more frequently and they have steadily been having to increase the amplitude to receive therapy. The caller indicated the patient has been using group adjust so whenever they've been increasing, they have been increasing both programs which the caller believes is contributing to the recharging issue. The caller stated the patient has a lead on their left and right side and left side is their primary pain. The patient is feeling stimulation on their left side (even with high impedances noted). The patient has a1 (left side) is primary with a "good" lead, and a2 (right side) is programmed primarily with a "bad" lead. At 0.7 v, contacts 4-7 were all greater than 10k ohms with reference 0. The caller ran impedances at 3 v with the following results (in ohms): ref 0: 4-17k, 5-13k, 6-8700, 7-15k ref 4: 0-3 all over 10k, 5-7 all over 20k ref 5: 0-3 12-14k, 4-20k, 6-18k, 7-22k ref 6: 0-3 high but below 10k, 4-24k, 5-18k, 7-12k ref 7: 0-3 15-16k, 4-27k, 5-22k, 6-12k the caller stated they were going to disable group adjust and put a2 at 0 v so that the patient could increase a1 and see if this helps with the recharge interval. It was also reviewed that the patient may want to get x-rays and possible consider replacement of extensions and/or leads. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID 3888-56, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-05-03. It was reported that the rep did not know the serial number of the ¿bad lead¿ because the patient also had extension and there was no way to determine what component was failing. The patient can feel stimulation through the lead but at high amplitudes. The increase in recharge frequency was due to the patient overdriving the battery to increase stimulation. She was on the group adjust so the rep set that lead to 0 and showed her how to use group adjust and how to increase amplitudes individually. The patient issues were largely resolved as she does not need stimulation in the right side of her head where the lead is. No further complications were reported/anticipated.